Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 4.2 mmol/l at the time of the incident. Prior to the alarm, the insulin pump was not dropped, bumped, or exposed to moisture. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. Unit received with corroded motor home switch, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, serial number label missing and minor scratches on lcd window.